Event description:
New information notes that the patient presented to the ER. It was noted that the device was not capturing, and the hr was low. Upon interrogation, it was clear that the rv lead was not capturing, and the rv pacing lead impedance had increased. The rv lead was reprogrammed for overnight as they were going to admit the patient and revise the rv lead in the morning. On (B)(6) 2019, the patient was brought to the ep lab for a rv lead revision. The lead was capped and replaced. Per the physician there was no noticeable issues with the chronic lead. There were no further issues. The patient was stable throughout the procedure and post implant.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented during follow-up in-clinic. Upon review, patient's right ventricular(rv) lead exhibited high capture thresholds and high pacing impedance. The rv lead will continue to be monitored. The patient was stable.